Event description:
It was reported that the patient presented with post-sensed t-wave over-sensing exhibited on the implantable cardioverter defibrillator due to pseudo fusion. No intervention was performed. There were no patient consequences.